Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2012-01720 for the other associated device information. It was reported to boston scientific corporation that a procedure was performed on (B)(6) 2010, using a pinnacle pelvic floor repair kit (exact type unknown) to treat the patient's pelvic pain, cystocele, rectocele, and stress urinary incontinence. There were no complications during the procedure. Since the implantation procedure, the patient has experienced abdominal pain, back pain, constipation, cramping, dizziness, fatigue, nausea, pelvic pain, shortness of breath, vaginal bleeding passing of blood clots, and dyspareunia. (Date/s of onset unknown). The patient underwent additional surgeries on (B)(6) 2010 and (B)(6) 2011. All other information, including the patient's current condition, is unknown and reportedly unavailable.